Event description:
The customer reported that the bur broke into three pieces during use at the user facility. No information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention.

Manufacturer narrative:
Additional information: b5 the event details have been updated to complete the record. Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The customer reported that the bur broke into three pieces during use at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.